Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of extra-cardiac stimulation. The left ventricular lead was reprogrammed and the stimulation was resolved. The lead remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.